Event description:
The customer reported being hospitalized for high blood glucose levels. The customer stated she was unable to change the infusion set as she ran out of supplies. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.